Manufacturer narrative:
Unit passed the displacement test. Motor error alarm during the basic occlusion test and unable to prime during the prime test due to faulty fsr (gold). Unable to perform occlusion test or excessive no delivery test due to motor error alarms. The motor was tested outside the device and passed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple motor error alarm and experienced high blood glucose. Customer¿s blood glucose was 18.4 mmol/l at the time of incident. Customer was able to successfully clear the alarm. Troubleshooting was performed for motor error. Customer was able to complete pump rewind. Drive support cap was normal. The insulin pump will be returned be for the analysis.